Manufacturer narrative:
Lahiri, s. Et al. (2023) ¿single tertiary center experience using gore cardioform atrial septal defect occluder for secundum atrial septal defect closure with a focus on deficient rims,¿ the journal of invasive cardiology, 35(11). Doi: 10.25270/jic/23.00119. The gore® cardioform asd occluder instructions for states: adverse events associated with the use of the occluder may include but are not limited to: device embolization w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Lahiri, s. Et al. (2023) ¿single tertiary center experience using gore cardioform atrial septal defect occluder for secundum atrial septal defect closure with a focus on deficient rims,¿ the journal of invasive cardiology, 35(11). Doi: 10.25270/jic/23.00119. This is a single-center, retrospective study describing treatment for 115 predominantly female patients with an average age of 11.8 years who underwent atrial septal defect (asd) closure using the gore cardioform septal occluder (gca). The aim of this study was to evaluate the use of the gca for transcatheter closure of asd with multiple deficient rims. Patients evaluated in the catheterization laboratory by transesophageal echocardiogram (tee) for trans-catheter asd occlusion from january 2017 to january 2020 were included in the study. It was reported an 18 yearold woman with a 23mm secundum asd with deficient anterior superior (as) and posterior-superior (ps) rims as well as a floppy thin posterior (p) rim, who had a 44mm device implanted experienced device embolization. The device embolized to the pulmonary artery in the recovery area. She returned to the catheterization laboratory for retrieval of the gca device, and the asd closure was performed using a 24-mm amplatzer asd device. This device embolized to the left ventricle immediately following its release. The patient underwent surgical device retrieval and successful asd closure.